Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: november 13, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a broken plate had to be removed on (B)(6) 2015. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the plate is broken in two pieces. The part and the DHR (device history record) were investigated. No abnormality was found during production; all measurements were in specification. Where possible, measurements relating to the breakage were taken. Results confirm that the part is produced after specifications. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. An investigation summary was performed. The investigation of the complaint articles has shown that: 445.102: the implant was forwarded to the manufacturing site for investigation: the lcp reconstruction plate broke through the fifth hole of the plate-shaft.. The plate has been shaped to anatomical fit prior to implantation and presents marks and scratches on top and bottom surfaces of the plate. The fracture surface shows no irregularities but some abraded and shiny areas; indicating that after breaking the two fragments rubbed against each other causing further destruction of the fracture surfaces. The dimensions of the plate were checked and found to be in compliance with the technical drawing. The material of the lcp olecranon plate is in compliance with the international standards for implants made of (B)(4). The exact cause of failure cannot be determined: a material or manufacturing related issue can be excluded. Cortex screws: all screws are intact and present normal signs of use. A review of the device history records found no issues that would have contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.